Event description:
It was reported that the patient presented in the emergency room with symptoms of fatigue. Upon interrogation, the pulse generator exhibited backup vvi operation. The device was explanted and replaced on (B)(6) 2015. The patients condition was fine post procedure.

Manufacturer narrative:
(B)(4).